Event description:
On (B)(6), the customer noticed that patients who had started the end of the previous week were missing from the patient database. On further investigation it was found that at the end of the day, (B)(6) (friday), the totals were correct. So something happened between the end of treatment (B)(6) and beginning of the day, (B)(6). The sql database may have been accidentally restored on friday night to the previous tuesday's backup. No patient mistreatment or potential for serious injury.

Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.